Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The maryland bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No damage found to the conductor wire. Additional observations not reported by site and not related to the customer reported complaint were also identified: the maryland bipolar forceps instrument was found to have a broken bipolar yaw pulley and the broken piece is missing as a result of breakage. Size of missing piece is approximately 0.027¿ x 0.015¿. The root cause of this failure was typically attributed to mishandling/ misuse, such as excess force applied to the distal end of the instrument. The maryland bipolar forceps instrument was found to have scratch marks/abrasions to the bipolar yaw pulley. The root cause of this failure was typically attributed to mishandling or misuse. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.039" offset at the tips. The root cause of this failure was typically attributed to mishandling/misuse. No image or video was available for review. A review of the device logs for the maryland bipolar forceps instrument (part number 471172-17/lot/serial number (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 8 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument moved unintuitively. The procedure was completed with no reported injury using backup maryland bipolar forceps instrument. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.